Event description:
The customer returned the gastrointestinal videoscope to the repair center for evaluation related to a separate issue. During testing the repair center identified the device had foreign objects in air water cylinder, air water tube and light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: however, a root cause could not be identified. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.